Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the titanium active blade break? Not. Did the white fabric pad break? Yes. Is the white fabric pad completely missing from the device cuff arm? Yes. Has the patient experienced any adverse consequences due to this issue? Not. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a sigmoidectomy the use of a har36 was necessary after the harhd36, within 10 minutes of surgery, lost the teflon and asked for its replacement.